Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the failure of the matching verification of the forehead was due to the fact that the area delimited by the user was not wide enough for the automatic scan. Then, the calibration failed because the distance sensor had stopped, leading to a shutdown of the device. Upon restart, the distance sensor was restarted and the issue was solved. The device operated as specified.

Event description:
During the seeg case on (B)(6) 2020, we were re-registering for a second time due to the patient shifting during the surgery. The surgeon had placed the first registration points and sufficient enough matching to move onto the automatic scan of the face for registration. When completing the scan of the forehead, the robot said it had insufficient data points. There was plenty of space on the forehead so this should not have been an issue. The robot then asked if the surgeon wanted to complete registration again and he proceeded. They weren¿t able to select the points again to match, it went straight to auto-scanning the forehead again. This led to insufficient data collected. The field service engineer tried to undo the registration and start from scratch, but when they tried, the software crashed. They restarted the robot and completed registration with no further issues. The delay was about 15 minutes. There was no surgical intervention. This occurred on robot (B)(6).

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During the seeg case on (B)(6) 2020, we were re-registering for a second time due to the patient shifting during the surgery. The surgeon had placed the first registration points and sufficient enough matching to move onto the automatic scan of the face for registration. When completing the scan of the forehead, the robot said it had insufficient data points. There was plenty of space on the forehead so this shouldn't have been an issue. The robot then asked if the surgeon wanted to complete registration again and he proceeded. They weren't able to select the points again to match, it went straight to auto-scanning the forehead again. This led to insufficient data collected. The field service engineer tried to undo the registration and start from scratch, but when they tried, the software crashed. They restarted the robot and completed registration with no further issues. The delay was about 15 minutes. There was no surgical intervention. This occurred on robot bs16912.